Manufacturer narrative:
Additional information: the returned driver was evaluated. The tip was confirmed to have fractured off. The cause is likely attributed to forces placed on the device which were greater than the device's strength. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a screw inserter broke off during screw installation within surgery. The tip was removed from the patient and the procedure was completed using an alternative screw inserter. There were no reports of patient impact associated with this event.